Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown trilogy shell, lot# unknown; item #unknown, unknown trilogy liner, lot # unknown; item #unknown, unknown taper, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products are still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02742.

Event description:
It was reported that a patient underwent total hip arthroplasty on both left and right hips. Subsequently, approximately 9-10 years post ops, patient is being considered for revision surgery due to heavy metal poisoning, tissue, bone destruction, chronic pain, swelling, metallosis, trunniosis, adverse local tissue reaction. Additional information was requested however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.